Event description:
The complaint states, "pt was implanted with 1.7mm cable and crimp for a periprosthetic femur fracture on (B)(4) 2010. Pt experienced cable loosening two-three weeks postoperatively and were subsequently removed and replaced with competitor's cables. Plate also explanted, no failure noted. Reportedly, pt has a history of infections from previous total joint procedures. The cables were discarded by the hospital." This is the fifth of five reports submitted on this event.

Manufacturer narrative:
Device was not returned so therefore, a technical review of it could not be performed. The manufacturing batch record was reviewed and this confirmed that the device met all material, mfg, assembly and performance requirements.